Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the customer had low blood glucose level of 50 to 60 mg/dl. Customer was treated with food. Customer was not using auto mode. Customer was alleging insulin pump for over delivering because customer had low blood glucose level and still insulin pump delivering micro boluses. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08740 inches. No unexpected insulin flow blocked alarm or no over delivery anomaly noted during testing. (B)(4).